Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that red forceps points narrow-ratchet 132 was found one of the tip broken. The broken fragment was not returned. The allegation cannot be confirmed. A dimensional inspection for the red forceps points narrow-ratchet 132 was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the red forceps points narrow-ratchet 132 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed se_427263 rev. E (current) / rev. C (manufactured) dimensional inspection: n/a h4, h6 part # 398.40 synthes lot # t139119 supplier lot # t139119 release to warehouse date # 24 oct 2016 supplier # synthes tuttlingen no non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the end of the point to points were bent out of place. It is unknown if there was a surgical delay. Procedure was unknown. There was no patient consequences. This report is for one (1) red forceps points narrow-ratchet 132 this is report 1 of 1 for complaint (B)(4).